Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.00mm wolverine cutting balloon monorail was selected for use in a severely calcified lesion. During third inflation, it was noted that balloon ruptured at 10atm. The device was removed without any problem using the normal method. The procedure was completed with the use of another of the same device. No patient complications were reported and the patient status was good post procedure.